Event description:
It was reported that an ilet bionic pancreas experienced a cracked touchscreen, after which the screen became nonfunctional while the device continued to deliver insulin. Symptoms included no reported adverse health effects. Outcomes included no clinical impact, no alarms, and no need for medical intervention. Investigation included complaint intake, replacement logistics, and instructions to shut down the device to avoid further alerts, with guidance to use backup therapy and continue cgm independently if needed. Investigation of this device revealed physical damage to the touchscreen component and a resulting loss of display function, while insulin delivery persisted, consistent with screen breakage of the user interface module. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.